Event description:
Customer reported 'heater failure' error on the unit.

Manufacturer narrative:
Customer reported 'heater failure' error on the unit. There were no injuries reported, nor any smoke emission, and fire dept was not called. The field service engineer (fse) observed the tubing above the dry pump appeared to be overheated and melted. Fse replaced the dry pump and the mec board. System was operational.